Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a perforation and pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac access solution was selected to be used. The physician obtained vascular access and advanced intracardiac echocardiography (ice) into the right atrium. Transseptal access was achieved and the versacross connect and the was were advanced into the left atrium. During this time, fluoroscopy was disabled and the physician advanced the system beyond the border of the heart and perforated the left atrium appendage (laa). The physician performed a pericardiocentesis and drained 2500cc of blood from the patient which was then auto-transfused back. The decision was then made to have the patient undergo open heart surgery to repair the perforation. During surgery the perforation was repaired and the laa of the patient was clipped. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation related to perforation is confirmed through media provided, and all other allegations are not confirmed and the device has not been returned for analysis. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a perforation and pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac access solution was selected to be used. The physician obtained vascular access and advanced intracardiac echocardiography (ice) into the right atrium. Transseptal access was achieved and the versacross connect and the was were advanced into the left atrium. During this time, fluoroscopy was disabled and the physician advanced the system beyond the border of the heart and perforated the left atrium appendage (laa). The physician performed a pericardiocentesis and drained 2500cc of blood from the patient which was then auto-transfused back. The decision was then made to have the patient undergo open heart surgery to repair the perforation. During surgery the perforation was repaired and the laa of the patient was clipped. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. The device is not expected to be returned for analysis. It was further reported that the versacross connect and wire were in the body when patient complication begun but there was no malfunction noted. Physician physically moved the wm sheath and versacross dilator outside of the heart (perforated) but not due to malfunction, just positioning. Patient stayed beyond standard care of time in hospital. Patient has been discharged but discharge date was not provided. Pericardial effusion occurred as sheath and dilator were being advanced into left atrium (la). Act was therapeutic during procedure. Tsp attempted prior to pericardial effusion. Rf was applied once. Procedure was aborted and converted to open heart procedure.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b - adverse event or product problem, impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a perforation and pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac access solution was selected to be used. The physician obtained vascular access and advanced intracardiac echocardiography (ice) into the right atrium. Transseptal access was achieved and the versacross connect and the was were advanced into the left atrium. During this time, fluoroscopy was disabled and the physician advanced the system beyond the border of the heart and perforated the left atrium appendage (laa). The physician performed a pericardiocentesis and drained 2500cc of blood from the patient which was then auto-transfused back. The decision was then made to have the patient undergo open heart surgery to repair the perforation. During surgery the perforation was repaired and the laa of the patient was clipped. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery. The device is not expected to be returned for analysis. It was further reported that the versacross connect and wire were in the body when patient complication begun but there was no malfunction noted. Physician physically moved the wm sheath and versacross dilator outside of the heart (perforated) but not due to malfunction, just positioning. Patient stayed beyond standard care of time in hospital. Patient has been discharged but discharge date was not provided. Pericardial effusion occurred as sheath and dilator were being advanced into left atrium (la). Act was therapeutic during procedure. Tsp attempted prior to pericardial effusion. Rf was applied once. Procedure was aborted and converted to open heart procedure.